Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID: (B)(6), study name: (B)(6). It was reported that the primary reason for the additional spinal surgery was an adverse event related to the study index surgery¿specifically, severe stenosis at t7-9 (ae: 003_29 sep 2025_severe stenosis t7-9). During this additional surgery, new medtronic (B)(6) eligible devices were implanted. The indication for the surgery was classified as other, specified as intervertebral thoracic disc disorder with myelopathy, thoracic region. The procedure performed was an extension of the spinal fusion. Interventions: unknown.  Investigator assessment: na sponsor assessment: na cec assessment: na impact on patient: unknown. Additional information received: investigator assessment: causal relationship to the index procedure and possible related to the device. Sponsor assessment: probable related to the index and not related to the device.